Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device & delivery system (wds) were inserted. Three partial re-captures were performed in attempt to obtain a more distal position. The physician noted the ability to re-position was limited by stiff pectinate. After meeting release criteria, the physician released the wds. Upon release the physician was concerned the closure device may have shifted slightly. The patient was kept overnight for evaluation. The next morning, transthoracic echocardiogram (tte) was performed, revealing the closure device had embolized into the left ventricle. The patient remained hemodynamically stable. The closure device was successfully snared though the aorta and removed from the body. The patient was treated for post-procedure pleuritic pain and pericarditis with expected full recovery.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 24mm watchman implant without the delivery system. The implant was visually and microscopically examined. Inspection of the struts, fabric, and anchors revealed entanglement of the struts and anchors in 3 locations. This observed damage is consistent with damage that can be caused by explanting the device. No other damage or defect was found. Procedural media was provided and reviewed by a bsc medical safety director. The media consisted of 9 transesophageal echocardiogram (tee) video loops and 6 still images. The tee shows that the closure device has a significant shoulder at the 0-degree view and overall, the shape suggests low compression. The embolization is not shown in the media provided. Product analysis could not confirm the reported event of embolization as clinical circumstances could not be replicated.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device & delivery system (wds) were inserted. Three partial re-captures were performed in attempt to obtain a more distal position. The physician noted the ability to re-position was limited by stiff pectinate. After meeting release criteria, the physician released the wds. Upon release the physician was concerned the closure device may have shifted slightly. The patient was kept overnight for evaluation. The next morning, transthoracic echocardiogram (tte) was performed, revealing the closure device had embolized into the left ventricle. The patient remained hemodynamically stable. The closure device was successfully snared though the aorta and removed from the body. The patient was treated for post-procedure pleuritic pain and pericarditis with expected full recovery.